Event description:
Throughout the consortium, we have identified a trend of self-seal sterilization pouches exhibiting compromised glue seals. The pouches have been found to display a small pucker/wrinkle, suggesting incomplete closure. The integrity of the seal was checked by removing the instrument and putting water in the package. Leakage was found across the bottom of the pack where it is manually sealed during processing, confirming the package integrity had been compromised. This issue has been observed across multiple brands, sterilizers, and sites, ruling out single-source variability. Ref report: mw5167405.